Event description:
Patient was admitted to the hospital x2 within a month for various health conditions including hepatic failure. Upon admission the first time, the patient was placed on risperidone. Pharmacy had consulted the patient's long term care service and they stated he is no longer taking the risperidone. Despite this, the medication was again started inpatient a second time when the patient was admitted later on. Confusion occurred as the med appeared to still be an active fill per the epic system. Prescription processing software communication, poor/lacking (nonspecific). Ismp, (B)(6). Submission ID: (B)(4).